Event description:
The tip of the sheath peeled back and the base of the sheath kinked. As a result of the event, the pt's artery was injured. The sheath was not returned to co for evaluation. The sheath was discarded by the facility. Event complications: there was injury to the pt's artery -reported 1/6/97. Pt's current status: unk -reported 1/6/97.